Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of a transcatheter aortic valve placement procedure, the right ventricular (rv) lead exhibited high thresholds, high impedances and a loss of capture. Unstable thresholds, oversensing and noise were also noted. An rv lead fracture was confirmed. The lead was reprogrammed unipolar and ultimately turned off. A leadless pacing system was implanted. No patient complications have been reported as a result of this event.